Event description:
It was reported that when using the bd pyxis¿ es server, all patients and orders were not crossing over to pyxis. Health site viewer indicated that pharmacy orders were delayed and patient information was down. The customer was unable to view new patients and orders in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all patients and orders were crossing over to pyxis system. A technical support specialist dialed into the server and ran the server downtime query, confirming all received messages and processing times were current. Verified that messages were crossing over. Checked carefusion coordination engine (cce) and noted that iest mitch was currently dialing into the server. Customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.